Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the distal right coronary artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the distal segment of stent was flared open after advancing device to target lesion. Difficulty retrieving device through the guide was encountered. Device was removed along with the guide. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.